Event description:
It was reported that a ventricular sense episode shows pacing faster than the upper tracking rate. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: h608h29, heart ring, (B)(6) 1999; 4196, implantable pacing lead, (B)(6) 2010; 3830, implantable pacing lead, (B)(6) 2010. (B)(4).